Event description:
It was reported that the driver stripped while tightening a crosslink. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. The driver head is cracked and worn, consistent with excessive force. A review of the device history records did not identify any applicable nonconformance to specification.